Event description:
Information received from the field notes lead dislodgement. Good thresholds were exhibited after implant, but while the patient was in the recovery room, loss of ventricular capture was observed and the patient's heart rate was in the mid-40's. The patient was returned to the operating room and the lead was repositioned with no further problems.